Event description:
The patient called to advise due to the very hot weather she has been sweating and their v-go device has been falling off. No specific event dates or number of occurrences were reported. The patient also said when the device falls off it can hurt sometimes, and it won't go back on. It was reported that no device is available for return to the manufacturer for evaluation.